Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unknown device/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: llano l, et al. (2022), comparison between functionality and quality of reduction between suprapatellar vs infrapatellar approaches in the treatment of diaphyseal and distal tibial fractures, european journal of orthopaedic surgery & traumatology (argentina) the goal of this retrospective study is to analyse the clinical outcomes, time of surgery and use of fluoroscopy in patients with midshaft and distal tibial fractures treated with suprapatellar and infrapatellar nailing and compare the results between these different groups. Between the period of march 2018 and october 2019, 80 patients with midshaft and distal tibial fractures treated with suprapatellar and infrapatellar nailing were included in the study. There were 41 females and 39 males. The suprapatellar approach was used in 44 patients and the infrapatellar in 36 patients. The mean age for the suprapatellar approach group was 48 years (range, 33¿64) and for the infrapatellar approach group was 46 years (range, 32¿68). All patients were treated with the unknown synthes expert tibial nail. Complications were reported as follows: unknown patients had knee pain. The mean visual analogue scale for the suprapatellar approach group was 2 (range 1¿3) and for the infrapatellar approach group was 3 (range 2¿5). This report is for a unk - constructs: expert tibial nail. A copy of the clinical evaluation form is being submitted with this regulatory report. This is report 1 of 1 for (B)(4).